Manufacturer narrative:
The device was not received for evaluation, however a picture was received. The visual inspection of the provided photo could not identify the cause of the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a theranova 400 dialyzer, an external fluidleak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.